Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies found. Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2013. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).

Event description:
It was reported that endocarditis infection occurred. The entire implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.